Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer touch pen would not align with cursor on the screen and calibration did not resolve the issue. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch pen would not align properly with the display screen. Running calibration software and replacing the touch pen did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.